Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per fsr, the logs show the unit has been powered on since (B)(6) 2019. The batteries were charged overnight. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the power manager was powered up on 25-oct-2018. The next power up with a central control monitor (ccm) attached was on 26-feb-2019. There was one power up between these dates but no ccm was attached so the power down date would not be updated. On 26-feb-2019 when the system was powered up battery capacity was 15/16, and quickly drops to 10/16. This would cause a red battery indication. There was no indication of a hardware issue with the system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.